Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, possible cellulitis, was deemed to meet serious injury criteria of requiring medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler could not be reviewed as no lot number was provided.

Event description:
A physician reported that a female patient (age, initials not reported) was injected with radiesse. Medical history and concomitant medications not reported. In (B)(6) 2017, the patient was injected with an unspecified amount of radiesse to the temples, cheeks and nasolabial folds by a physician in a practice other than that of the reporter. Within the past one to two months, the patient developed massive swelling and erythema in the cheeks, preauricular area and nasolabial folds. The area was warm to touch. On an unspecified date, the patient presented to an ent and was prescribed an unspecified steroid and "cephalosporin antibiotic". The patient started doxycycline on (B)(6) 2017. Causality, lot, and outcome not reported. On (B)(6) 2017, follow up information was received from a nurse at the injector's office. The nurse confirmed the above information. She clarified the steroid to be prednisone. The patient's current diagnoses reported as possible cellulitis of the face and swelling of unknown etiology. The patient is scheduled to follow up next week. Lot number unknown. On 22-jun-2017, follow-up information was received from a nurse at the injector's office. The patient followed up with the physician this week. No additional treatment was initiated. Outcome reported as the patient was "much better and looked really good."

Manufacturer narrative:
The device history record for radiesse+ injectable implant lot 100082732 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
On 25-jul-2017, follow up information was received from the treating physician. The name of injector was provided. Lot number reported as 100082732, which is radiesse+. In (B)(6) 2017, the patient was injected with 3cc of radiesse+ to previously reported areas. On an unspecified date, the patient's complete blood count was checked, showing a white blood cell count of "15,000". Treatment reported as doxycycline, levaquin (levofloxacin) and a medrol dosepak (methylprednisolone). Outcome reported as "pending." Causality reported as not related to radiesse (product confirmed as radiesse+ by the lot number) but "the injection of radiesse" by the injecting physician.

Event description:
On 14-aug-2017, follow-up information was received from the reporter's nurse. Outcome reported as "resolved and good."